Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, and displacement test. However, unable to prime unit during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. However, unit was received with corroded motor home switch. Unit was also received with cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.